Event description:
The customer called to report that he's been hospitalized more than once due to low blood glucose levels. The customer provided information for the hospitalization on (B)(6), 2012. The customer was admitted with a blood glucose of 27 mg/dl, and feels that it's because his basal rate settings are too high. Troubleshooting was performed. The customer was not connected to the infusion set during the manual prime. The insulin pump was programmed with the correct insulin concentration. The insulin pump was not exposed to high magnetic fields. The customer stated that he has spoken with his health care professional about the basal rate settings, but they have not helped him very much. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.